Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of ischemia, myocardial infarction, and thrombosis/ thrombus are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of ischemia, myocardial infarction, thrombosis/thrombus, and the subsequent unexpected medical intervention and hospitalization or prolonged hospitalization and relationship to product if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported in an article summary that the purpose of the study was to compare 10-year clinical outcomes of titanium-nitride-oxide-coated (tino)-stent versus permanent polymer everolimus-eluting (ees), for the primary endpoint of major adverse cardiac events (mace) in patients with acute coronary syndrome (acs). From january 2009 to september 2010, 827 acs patients were randomized who underwent early pci to receive either a non-abbott tino-stent or ees xience v stents. 410 xience v stents were implanted and 417 tino stents were implanted. At one year follow up, both groups had cardiac death, non-fatal myocardial infarction, ischemia driven target lesion revascularization (tlr), non-cardiac death, and definite stent thrombosis. Additional follow up was performed yearly through 5 years and then again at 10 years. It was found that there was a trend favoring the ees group for tlr at 1 year follow-up. After 5 years of follow-up the rate of st was low and comparable in both study groups. At 10-year follow-up, the rate of mace was significantly lower in acs patients treated with tino-stents compared to patients treated with ees. Additional information can be found in the article "10-year follow-up of patients with titanium-nitride-oxide-coated stents versus everolimus-eluting stents in acute coronary syndrome".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. C4: treatment/therapy start date estimated. D6a: date of implant estimated. D4: the UDI number is not known as the part and lot number were not provided. Article titled, 10-year follow-up of patients with titanium-nitride-oxide-coated stents versus everolimus-eluting stents in acute coronary syndrome.